Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. Lens was returned in liquid, in lens vial. Visual inspection found the lens in two pieces and pieces of haptic are missing. (B)(4).

Event description:
The reporter stated that there was an issue with the loading of a cc4204a, +21.5 diopter, intraocular lens and when the surgeon inspected the lens it was torn in two pieces. There was no patient contact and the backup lens was used with no issues. Cause of event was reported as unknown.